Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The crimped stent was detached from balloon. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. Solidified media was noted inside the balloon chamber. A visual and tactile examination found multiple hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on returned device analysis completed 30-jan-2016. It was reported that crossing difficulties were encountered. The severely stenosed target lesion was located in a mildly tortuous coronary vessel. A 38 x 3.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent detachment/separation.